Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
Supplier reported on behalf of customer reported a portex tracheal tube had a hole in the cuff. Additional information retrieved during follow-up said the event occurred to patient in respiratory distress on bilevel positive airway pressure (bipap) upon arrival to the intensive care unit. Patient required an endotracheal tube change. It was reported issue was resolved after re-intubation.

Manufacturer narrative:
One used portex® silicone rubber reinforced tracheal tube was returned for investigation. A visual inspection was performed and a tear was observed in the returned device. A manufacturing review of a similar device was performed and no discrepancies were found. No root cause was determined, and the complaint was confirmed.